Event description:
The user noticed a low ldl result that had been verified days earlier and decided to repeat the testing. She pulled the sample and manually ordered a lipid panel with sample ID "(B) (4)." When the result did not come off the analyzer, she noticed results for one patient were getting hung up in the data innovation software. The user checked the results and sample "(B) (4)" had lipid panel results; however, no lipid panel had been ordered on that patient and the results for the basic metabolic panel had been verified. The user then pulled the actual specimen for "(B) (4)" and ran it and corrected the results. Of the results provided, two were found to be discrepant. The initial glucose result that was reported was 357.4 mg per dl, repeat result was 83.8 mg per dl. The initial sodium result was 129.6 mmol per l, repeat result was 143.2 mmol per l. The user stated she was sure the user was not affected. The sample was from an outpatient and the corrected report was called to the doctor within one hour. The user did not want was a service visit and stated she believes the issue was due to the fact that she used "xx" instead of her usual "rr" as a sample ID.

Manufacturer narrative:
The investigation is ongoing. If additional information is received, appropriate notification will be provided.